Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was broken due to serter not releasing the sensor. Customer's blood glucose was 90 mg/dl. After troubleshooting, customer was advised that the sensor will be replaced. Customer agreed to return the sensor for analysis.